Manufacturer narrative:
Unrecoverable ICD therapies/potential coronal discharge.

Event description:
It was reported that the patient reported recent inappropriate shocks. Interrogation revealed that the implantable cardiac defibrillator (ICD) was in back up vvi operation. Unrecoverable ICD therapies and potential coronal discharge were noted. The device was explanted and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate shocks was not confirmed. The stored electrocardiograms (egms) in the device were reviewed with tech services and it was determined the device delivered atp and high voltage therapy appropriately. The reported event of bvvi operation was confirmed. The device was in backup vvi (bvvi) mode upon receipt in the lab. The cause of the bvvi operation was due to a power-on reset (por) failure that occurred on (B)(4) 2018. Further analysis was performed. An arc mark was present on the can of the device. Edx analysis confirmed lead material was present in the arc mark, which shows the root cause of the por and resulting bvvi operation was due to a lead anomaly.

Event description:
New information received from analysis indicates lead material present in the ark marc may have contributed to the power on reset resulting in the backup (bvvi) observed. Most likely from a high voltage right ventricular lead although not confirmed.